Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was reproduced during engineering investigation. During the evaluation, the following was observed: excessive motor bearing wear, with shaft end play, and black material around the bearing. Also, the motor bearing's excessive axial play has caused the magnet wheel to wear against the encoder board, causing damage to the encoder board traces. Visual but incidental observations other than internal to the motor are: an impression on the motor tape from the lower bearing housing, and an impression on the processor board shielding tape and back flex. Several contributing factors to the condition were identified. The failed motor assembly was replaced.